Event description:
Device malfunction: none. Symptoms/ae: vessel spasm, intracerebral hemorrhage and death. Time of ae: after the procedure. It was reported that during a right internal carotid artery stenting procedure, after post dilatation with a non-abbott 5.0 balloon, there was slow flow from a distal vessel spasm, which was treated intra-arterially with cardene. After the procedure, the patient became hypotensive and was treated with neosynephrine. The patient, then became hypertensive and the neosynephrine was discontinued. Hydralazine, labetalol and versed were started. The patient then developed a left facial droop, paralysis of the left side and slurred speech. A CT scan showed a large intracerebral hemorrhage. Reportedly, the family chose comfort care only. That evening, the patient expired. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Vasospasm, hypotension, stroke, intracerebral hemorrhage and death are known possible adverse events associated with the use of carotid stents as stated in xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.